Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose. The customer was experiencing high glucose for the past two weeks. The customer's most recent glucose reading was 255mg/dl and he has not treated his blood glucose. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the test. The customer also requested assistance with raising the maximum basal rates. No further info was provided.